Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:. Unexplained por¿s observed in the black box. No visible moisture behind display lens. Returned battery cap has stripped threads. Battery compartment is cracked at the threads and between the bumper pad and cover. Returned battery cap cannot attach to the pump; power on resets were duplicated with returned battery cap. A new test battery cap is able to carefully attach to the pump and was used to complete 24hr duration test along with returned cartridge cap. No alarms were duplicated during 24hr duration test. Leak test fails with battery compartment leak. Removed pump cover; no evidence on internal moisture observed on the printed circuit board or internal components. Unrelated to the complaint, the display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.